Event description:
The customer reports (B)(6) results (greater than or equal to (B)(6)) for patient samples tested with the architect havab-igg assay on an architect i2000sr analyzer. Using reagent lot 34383li00, five out of 21 patient samples tested generated (B)(6) results (just above (B)(6)) and tested repeat reactive on the architect platform but (B)(6) on the roche and abbott axsym platforms (no specific patient results or information provided). No suspect results had been reported from the lab with no patient impact. A service call was initiated and a number of samples were retested with the following results: sid initial s/co retest s/co elecsys (cut-off = 20) (B)(6) >60 (+) (B)(6) 15.8 (-) (B)(6) 41.32 (+) (B)(6) <3 (-) (B)(6) <3 (-) (B)(6) 7.46 (-) controls for these runs were within specifications.

Manufacturer narrative:
A malfunction of the ex-us product (B)(4) was identified. However, the us product (B)(4) is not impacted with this malfunction. No further information is forthcoming.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29 that has a similar product distributed in the us, list number 06l27. (B)(4). (B)(6).